Event description:
I tried to use the celltrion diatrust covid-19 ag home test, following all instructions, both by computer and by smartphone app. Neither worked. On the website, I typed in the test's serial number and was told it was invalid. Twice. The typing was correct. Using the phone app, I attempted to scan the qr code. The screen went blank. I tried twice. I obtained two boxes of celltrion tests on amazon. I was exposed to covid first on (B)(6) 2022. My last exposure in that household was (B)(6). During that period I was negative on one pcr test and at least 5 home tests of another brand. I also tested negative on (B)(6). The celltrion test is clearly defective. I followed all instructions, as I did on previous tests of another brand (which I don't remember). I will return the tests to (B)(6). The laboratory data request is not applicable. FDA safety report ID# (B)(4).